Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "breast tenderness", "distressed after learning about the recall" and "concerned about the potential risks associated". Patient later reported "suspected rupture" and "hardness". The device remains implanted.